Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a transcatheter arterial chemo embolization interventional procedure using a small-bore artery (= 8f) sheath. Reportedly, after all the steps, the suture got tangled during the process of removing prostyle, resulting in failure and hemostasis. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, based on the reported information available, it is possible the suture was captured in the foot; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.